Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day as onset, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated for the peritonitis with vancomycin and zosyn (dose, frequency and routes not reported) for the peritonitis. Three weeks after being admitted to the hospital, the pt was discharged. At the time of this report, the pt was recovered from the peritonitis event and dianeal/ extraneal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number of gd896407 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.